Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: multiple attempts to gather additional information have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years five months post implant of this tricuspid bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter valve. The reason for replacement is unknown. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the patient presented with severe tricuspid dysfunction. The device was replaced valv e-in-valve due to stenosis and severe regurgitation. No further adverse patient effects were reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.